Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   8 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the litter was drifting down slowly. There was no patient involvement.